Event description:
A physician reported leakage from the cassette occurred and an error code was displayed during a test. The error code was unknown. The surgery was performed and completed after replacing the product with another one. The procedure type was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history and device history review (DHR) were not reviewed as no lot information was available for this complaint. The returned pak was visually inspected and no obvious defects were found. The returned probe was visually inspected and no obvious defects were observed. A console, representing current software versions was used to test the sample. The radio frequency identification (rfid) tags on the probe were tested; no response was received from the black light-emitting diode (led) rings on the console. The cut rate displayed the default setting of 2500 cuts per minute (cpm) on the console display. The improper programming on the rfid connectors caused the samples failed in recognition. The submerge leak test was performed on the cassette. No leakage was observed. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. The supplier has been made aware of the issue. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).